Event description:
It was reported that during a pulse generator change out procedure, slippage of the left ventricular lead insulation was noted near the terminal pin. The lead was reused and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.